Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service. No adverse patient effects. Data analysis was completed and confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a replacement procedure has been scheduled at this time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service. No adverse patient effects. Data analysis was completed and confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a replacement procedure has been scheduled at this time. The device was explanted and replaced. Reportedly, the explanted device was retained by the facility for regulatory issues and it is expected to be returned afterwards. No additional adverse patient effects.